Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The unit has thermal damage on the ca board, causing multiple components on the ca board to be burnt. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.